Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to fully deploy in the body. The user had shuttled down completely and there was no significant resistance when shuttling down. However, there was resistance when pulling the device/sheath back. The procedure was aborted, the device was pulled out and manual pressure was held for less than thirty minutes. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The mynx device was intended to be used following a diagnostic peripheral procedure. The user was trained on the use of the mynx device. A femoral approach was used and the femoral artery¿s suitability was verified on angiography or venography and the stick was at a high angle. The vessel diameter was verified to be 5mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The sheath used in conjunction with the mynx was a non-cordis device. The advancer tube was neither engaged nor visible. There were no kinks in the sheath or the device after removal. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle was disengaged from the black handle. The procedure sheath was observed on the shuttle cartridge tubing, covering the balloon proximal tip as received. The advancer tube and the sealant remained inside of the shuttle cartridge. The syringe was attached to the device with stopcock open. In addition, a sterile mynxgrip vascular closure device 5f was also returned for evaluation. Sample size was pulled per procedure and the returned sterile unit was inspected for visual and functional testing. The investigation results found no anomalies on the returned unit. The returned product performed as intended per the mynxgrip instructions for use (IFU). Unsheathing the sealant step was performed on the returned device by manually retracting the procedure sheath and shuttle cartridge back to the black handle. Slight resistance was felt during unsheathing the sealant. After unsheathing, blood was observed on the sealant as well as on the surface of the advancer tube. The advancer tube was found properly engaged to the proximal tamp lock. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Visual inspection at high magnification found that the sealant was soaked in blood and a portion of the sealant proximal end was wedged between the outer cartridge tubing and the advancer tube. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated; and during shuttling and unsheathing step, the sealant was dragged in to the clearance between the outer cartridge tubing and the advancer tube, hindering the device from unsheathing the sealant during the procedure. The tamp locks were also inspected and found in good condition. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. Review of lot f1828201, UDI# (01)10862028000403(17)201031(10)f1828201, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Based on the information provided, the condition in which the device was received for analysis and the investigation performed, the event reported as device deployment jam and failure to deploy were confirmed, and the reported event might have been caused by the sealant prematurely swelling up and increasing the profile, which may create resistance and obstruct the device path during the procedure. However, based on the limited provided information, the root cause of the reported event could not be conclusively determined. The mynx instructions for use (IFU), instructs the user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to fully deploy in the body. The user had shuttled down completely and there was no significant resistance when shuttling down. However, there was resistance when pulling the device/sheath back. The procedure was aborted, the device was pulled out and manual pressure was held for less than thirty minutes. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The mynx device was intended to be used following a diagnostic peripheral procedure. The user was trained on the use of the mynx device. A femoral approach was used and the femoral artery¿s suitability was verified on angiography or venography and the stick was at a high angle. The vessel diameter was verified to be 5mm in diameter. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site and there was no vessel tortuosity. The sheath used in conjunction with the mynx was a non-cordis device. The advancer tube was neither engaged nor visible. There were no kinks in the sheath or the device after removal.